Event description:
A malfunction alarm with code "malf 15" was reported. There was no adverse impact to the customer's blood glucose level. The customer reset the pump and continued using the pump for insulin therapy.